Event description:
On (B)(6) 2010, pt reported the button closest to the cartridge compartment, the down arrow button, stopped working. Pt stated she first discovered the issue while trying to deliver a bolus. Pt reported the down button pops up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.